Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no new orders showed up in either of the pyxis. A technical support specialist (tss) connected to server corp-pxisappc01, confirmed all messages were current but an extract transform load (etl) error was present. Re-started etl and the issue resolved temporarily, then returned. Suspected purge delay, the tss then restarted services on the es server and confirmed no error was found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no new medications showed up. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.